Manufacturer narrative:
Correction: a4 - patient weight: this was omitted in earlier report and has now been entered.

Manufacturer narrative:
A patient had their system explanted and replaced due to high impedance was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Manufacturer related report numbers: 1627487-2021-16334, 1627487-2021-16333. It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2021 to have their lead and lead extensions replaced. Patient now has effective therapy.